Manufacturer narrative:
The treatment tips and treatment data log were returned for evaluation. Based on the evaluation of the data, the system and hand-piece performed as expected. The evaluation of the treatment tips indicates that the tips passed visual inspection, leak testing, and thermistor testing. No functional testing was possible due to the tips being expired. A review of the device history record is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A nurse called to report that a patient experienced blistering during a thermage treatment. The patient underwent a full face treatment with a maximum power level of 1.5. The nurse indicated the doctor inspected the treatment tip prior to and during procedure, and used ample coupling fluid throughout. The error code ''tip too warm'' was observed twice during procedure. Following the procedure it was observed that the patient was experiencing redness and multiple small blisters on the right cheek. The treating physician prescribed an unknown steroid to treat the area and noted that pigmentation was possible.

Manufacturer narrative:
Correction to sections e1, e2, e3, and h4. A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and handpiece perform as expected. Tip evaluation found no issues. Tip too warm error was confirmed during treatment. Based on the available information, blisters are a known possible side effects during thermage flx treatment.